Manufacturer narrative:
The customer¿s report that the tubing leaked was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No visible damages or issues were observed with the set. Functional testing was performed by attaching one 10ml lab syringe filled with water to set¿s female luer and one 18-gauge lab cannula attached to the male¿s luer end. The syringe plunger was very slowly depressed to gently flush out the remaining fluid. No leaks or anomalies were observed and the extension flushed without any resistance. The syringe and connected set were loaded into a lab syringe module and programmed for an infusion rate of 10ml/hr. And vtbi of 10ml. The infusion completed without any alarms or issues. The set was pressure tested while submerged underwater. Air pressure was incrementally increased. Pressure was increased from 5 to 30 psi and there were no leaks or anomalies observed. The root cause was not identified.

Event description:
It was reported that the filter leaked during an IV fluid infusion on the 9nw floor. Although requested, there were no other patient or event details provided.

Manufacturer narrative:
Continued fromg.3-and value analysis manager. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested.

Event description:
It was reported that the filter leaked during an IV fluid infusion on the 9nw floor. Although requested, there were no other patient or event details provided.